Event description:
It was reported that the patient's device was showing "vbat<eos". Per clinic notes received, the patient's generator was at ifi=yes after being implanted for less than two years. It was also reported that the patient seizures increased due to the device being at end of service. The patient subsequently had a device replacement. The explanted device was reported to be discarded, so device return is not expected. A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution. A review of programming data showed that the device reached the 25% indicator when only 22.829% of the battery had been consumed. The suspect cause of the issue is due to contaminants on the printed circuit board due to the laser routing process. No additional relevant information has been received to date.